Event description:
It was reported that a cartridge change error occurred and the customer received a minimum fill notification that occurred after the user filled the cartridge with 150 ml of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 189 - 229 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.